Event description:
It was reported that error messages occurred and the procedure was cancelled. An angiojet ultra system console was used for a thrombectomy procedure. During procedure, it was noted that the device showed an error 60 and error 6. The patient had been sedated and procedure was cancelled. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the angiojet drawer assembly was received in good condition with no physical damages observed. Ultra system console and catheter were not returned for analysis. The drawer was installed into ultra system test fixture and failed multiple test steps. The user interface controller showed multiple errors indicating a bad drawer assembly unit therefore the reported event was confirmed.

Event description:
It was reported that error messages occurred and the procedure was cancelled. An angiojet ultra system console was used for a thrombectomy procedure. During procedure, it was noted that the device showed an error 60 and error 6. The patient has been sedated and procedure was cancelled. No patient complications were reported and patient's status was stable.